Manufacturer narrative:
Device had reservoir tube lip completely broken off and test reservoir unable to lock or click into place. Unable to perform the displacement test, rewind, basic occlusion test and occlusion test. Device passed the prime test and excessive no delivery test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The insulin pump had a reservoir tube lip completely broken off and test reservoir unable to lock and click into place. Unable to perform the displacement test, rewind test, basic occlusion test and occlusion test. The insulin pump passed the prime test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and customer experienced high blood glucose. The customer¿s blood glucose level was 452 mg/dl. The customer reported that the reservoir lip ring was damaged and it was rough. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.